Manufacturer narrative:
Corrected data: additional narrative. Corrected data: device problem code. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the start of the procedure. The planned cardiac arrhythmia treatment was delayed for 2 hours and completed by rescheduling and moving the patient to another room. No patient harm or serious injury was reported. The philips field service engineer (fse) inspected the system onsite and confirmed the problem was an incorrect activation of the system, causing geometry errors, no exposure, and the system was not turning off. Analysis of the system log file showed a geometry-related error, and upon troubleshooting, fse found that the power supply in the m cabinet was defective. To resolve the issue, fse replaced the power supply in the m cabinet and returned it to philips for further analysis. The analysis confirmed the malfunction and identified an electronic defect. Following the replacement of the power supply, the system was returned to use in good working order.  The codes were corrected based on re-evaluation. Device problem code was corrected.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during start of the procedure, the planned cardiac arrhythmia treatment was delayed for 2 hours and completed by rescheduling and moving the patient to another room. No patient harm or serious injury was reported. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movement were partly available. Analysis of system log file showed geometry related error and upon troubleshooting, fse found that the power supply in m cabinet is defective. To resolve the issue, fse replaced the power supply in m cabinet and returned to philips for further analysis. The analysis confirmed the malfunction and identified electronic defect. Following the replacement of power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were partially functioning. The device was inside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the power supply. The device was returned to expected functionality.